Event description:
A surgeon reported a case of corneal erosion, on one left eye 11 months post refractive surgery. Pt symptoms presented to the optometrist included pain, blur, and swelling of the eye. Pt was treated with bandage lens soaked in antibiotic drops, steroid drops therapy, and pain medication. More frequent follow ups; daily, was suggested until healed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).